Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable thyroid results for one patient sample and suspected interference. Refer to the medwatchs with patient identifiers (B)(6) and (B)(6). The initial results from cobas 8000 e 602 module serial number (B)(4) were: tsh = 2.05 miu/l; ft3 = 27.39 pmol/l. The sample was then sent to another laboratory using abbott: tsh = 2.89 miu/l; ft3 = 5.1 pmol/l. The patient was called back and a new sample from the patient was tested on (B)(6) 2018 on a roche analyzer: tsh = 1.46 miu/l; ft3 = 29.1 pmol/l. All of the results were reported outside of the laboratory. There was no allegation of an adverse event.

Manufacturer narrative:
The sample was investigated and the tsh and ft4 and ft3 values which generated at customer site were confirmed at roche diagnostics. An interfering factor was detected. The method sheets of the assays state that in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. No product problem could be found.